Event description:
Conmed medium vcare (vaginal-cervical-ahluwalia¿s-retractor-elevator) would not inflate properly when placed prior to start of laparoscopy. Device was removed from the surgical field. Another med vcare device was utilized successfully until completion of procedure. No harm to patient. Lot: 202503311 / sn:(B)(6) / exp date: 03/31/2027.